Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet cartridge became stuck in the device after the connector broke, and attempts with tools to remove it were unsuccessful, resulting in the need for device replacement. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included review of user-reported images and technical assessment of the reported mechanical issue. Investigation of the returned ilet revealed a mechanical failure of the connector and associated cartridge interface that prevented removal, consistent with a device component breakage and jamming of the cartridge within the pump.